Manufacturer narrative:
Reporter is a synthes employee. Product code: 04.130.350, lot number: 70p9866, manufacturing site: (B)(4), release to warehouse date: 30 sept 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformance's were identified. Visual inspection: the 12.0mm ti val straight plate 6 holes(p/n: 04.130.350, lot number: 70p9866) was received at us customer quality (cq). Upon visual inspection, the plate was noticed bent from its original shape. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the plate was bent and the defect was identified on the device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that four (4) 1.5mm screws broke during the insertion into multiple variable angle (va) hand plates. After each attempt into new plates, the plates were repositioned to avoid the broken screws in the patient. The surgeon was advised to only finger tighten while inserting, however the screws kept breaking. There was a 45 minute surgical delay. The screw heads snapped off and the broken screws were left in the patient's bone. The procedure was completed successfully and the patient outcome is unknown. Concomitant devices: 1.5mm ti val y-plate 3 holes hd-7 holes shaft (product # 04.130.253, lot # 70p8809, quantity 1), 1.5mm ti val strut plate 8 holes-oblique-left (product # 04.130.259, lot # unknown, quantity 1), 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 11mm (product # 04.214.111, lot # unknown, quantity 1), 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 12mm (product # 04.214.112, lot # unknown, quantity 1), 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 15mm (product # 04.214.115, lot # unknown, quantity 1), 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 12mm (product # 04.214.112, lot # unknown, quantity 1), 2.0mm ti val condylar plate 2 holes head-6 holes shaft (product # 04.130.355, lot # 58p8464, quantity 1). This report is for one (1) 2.0mm ti val straight plate 6 holes. This is report 2 of 3 for (B)(4).